Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify the backlight anomaly or perform any test due to the blank display.

Event description:
The customer stated that the down arrow button was not functioning. The backlight turns on, but the numbers do not scroll down. Nothing further was reported.